Event description:
It was reported through a retrospective clinical data collection that a patient had 2 of the 3 proximal screws, and the transverse screw back out of the system. The patient had the hardware removed on (B)(6) 2022. The patient reportedly was obese and had a high demand job jumping in and out of trucks for delivery.